Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion at 17.4 ¿ 17.7cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. All other damages were sustained during the procedure.